Event description:
It was reported that during a da vinci s prostatectomy procedure, the account experienced a non-recoverable system error 23. The site aborted the procedure after surgical tasks had been performed by the da vinci s surgical system. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23 experienced by the customer was associated with a configured embedded sterilizer set up joint (cfg, essj). The system was repaired by replacing this part. System error code 23 is reported by software to denote that the hardware wheel "wdog" has tripped on one of the digital communication links in the system (due to an excessive number of retries on hardware message packets). This means that the system cannot reliably communicate over that digital link and therefore, cannot continue normal operation. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was aborted. As of january 14, 2007, there have been no reported recurrences of the issue at this hospital.